Manufacturer narrative:
Correction made to g2: report source: replaced distributor/importer with healthcare professional. H4: the lot was manufactured from december 19, 2018 - december 20, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of three (3) sterile repeater pump tube sets were broken. This was identified while the tubes were connected to the device and in use. After breaking, the tubes seemed to be damaged (not further specified). This was identified prior to patient use. There was no patient involvement. No additional information is available.